Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the order was showing on due now rather than prn. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the first order had been sent with an incorrect schedule. A technical support specialist determined that a second order had been sent from the host to correct the situation. The system functioned as intended after the technical support specialist troubleshot the device.